Manufacturer narrative:
As reported, the polyethylene glycol (peg) sealant of a 5f mynx control vascular closure device (vcd) was pulled out together with the catheter during catheter removal. The device was replaced with a new unit, and the procedure was continued. There was no reported patient injury. The device was used after a transfemoral cerebral angiogram. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was partially depressed, and button 2 was not depressed. The stopcock was found closed, with a cordis mynx syringe detached from the unit. The sealant was deployed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a kinked condition was observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, a kinked condition of the delivery shaft was observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. Because button 1 was not fully depressed, it was fully depressed to ensure complete actuation. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was executed to evaluate the sealant. During this analysis, the presence of a kinked condition of the sealant sleeves and the sealant adhered to the delivery shaft were observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as button 1 was not fully activated, indicating that the sealant noted on the device was due to incomplete activation of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the limited information available for review and product analysis, user-related factors (user error) likely contributed to the reported event of the sealant being pulled out with the device during removal as evidenced by the partial depression of button 1 and the non-depressed position of button 2. Additionally, no issues were noted during depression of button 1 and button 2 during functional analysis. Regarding the kinked/bent condition of the returned device, handling factors likely contributed to the received condition. However, as this condition was not reported by the customer, it is unknown whether this condition was present during use of the device or due to manipulations of the device after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ during step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button #1 is not fully depressed, the deployment of the sealant may not be fully activated as designed. Also, if button #2 was not depressed, the balloon will not be retracted into the device and can disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the peg sealant of a 5f mynx control vascular closure device (vcd) was pulled out together with the catheter during catheter removal. The device was replaced with a new unit, and the procedure was continued. There was no reported patient injury. The device was used after a transfemoral cerebral angiogram. The device will be returned for evaluation.